Manufacturer narrative:
Product ID was not provided, the UDI could not be identified at this time. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that when they tried to pull the guidewire out from 10 fr nasogastric feeding tube, the guidewire came out a few inches and then wouldn¿t come out any further and they ended up pulling the tube out and they had to replace it with another. There was no harm to the patient involved.